Event description:
It was reported that this patient experienced a ventricular arrhythmia which was going between ventricular tachycardia (vt) and ventricular fibrillation (vf) dualling zones, with longer durations. This cardiac resynchronization therapy defibrillator (crt-d) exhibited a delay or lack of therapy, not getting to the charge prior to this patients arrhythmia breaking on their own. Technical services (ts) discussed options for programming if wanting to treat sooner however, left to the physicians discretion. This patient was going to come into the clinic for programming optimization. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.